Manufacturer narrative:
Device passed the displacement. Device received with cracked battery tube threads and broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had accidentally dropped the insulin pump multiple times. The customer's blood glucose level was 179 mg/dl at the time of the incident. The customer reported cracks on the battery compartment and on the reservoir. The customer stated that the reservoir was not able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.